Event description:
(B)(6) clinical study. It was reported that unstable angina and in-stent restenosis (isr) occurred. In (B)(6) 2013, the patient's qualifying condition was unstable angina. Prior to procedure, the patient was found to have abnormal stress test or imaging stress test indicative of ischemia and the subject was referred for cardiac catheterization. The index procedure was performed on the same day. The target lesion was located in the proximal right coronary artery (rca) with 95% stenosis and was 15 mm long with a reference vessel diameter of 3.5 mm. The target lesion was treated with pre-dilatation and placement of a 3.50x20mm stent, following post dilation the residual stenosis was 0%. The following day, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2018, the patient had presented for cardiovascular consultation with the complaint of chest pain, shortness of breath and chest discomfort. The patient was referred for coronary angiography for further evaluation and management. Seven days later coronary angiography revealed 20% in-stent restenosis of the previously placed study stent in proximal portion, minor plaquing in mid and distal portion; minor plaquing in posterior descending artery and posterior left ventricular artery. Patient was recommended to take the prescribed medications. On the same day, the patient was discharged on dual antiplatelet therapy.